Manufacturer narrative:
Added: d9, e4. Corrected: d1, d2a, d2b, h3. The cause of the reported controller error alarm for (B)(6) was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 21 year old male with unknown comorbidities and a pre support clinical state consistent with scai shock stage d was supported with an impella device for the indication of acute myocardial infarction/cardio¬genic shock. The alarm was intermittent and self clearing; however, the care team elected to exchange the aic controllers. Based on the available information, the reported intermittent controller error alarm resolved following controller exchange, with no impact to patient outcome and no additional device malfunction observed. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.